Event description:
Boston scientific received information that the patient presented to the emergency room due to receiving six to eight inappropriate tachycardia therapy episodes, which led to therapy exhaustion. Upon interrogation complete loss of ventricular capture was observed. The electrogram showed undersensing of the r-waves and oversensing of ventricular fibrillation. A chest x-ray confirmed that the right ventricular (rv) lead had dislodged into the atrium. A lead revision procedure was performed. During the revision procedure the physician first attempted to reposition the rv lead without a sheath, but was unable to manipulate the lead. The physician then placed an introducer into the subclavian vein, however when the lead was placed into the ventricle, it would not extend. The rv lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported as a result of the lead revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with a set screw mark noted on all terminal connectors and a spring mark noted on the is-1 terminal ring. Visual inspection noted that the clear medical adhesive was torn and separated from the expanded-polytetrafluoroethylene at the proximal end of the spring electrode. It was also noted that the proximal spring was stretched at this point. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. Analysis could not confirm the clinical allegations of dislodgment observed in the field. However, analysis was able to confirm the helix issue. The helix mechanism was returned retracted and would not extend during testing, which was likely due to the dried blood noted in the based of the mechanism.